Manufacturer narrative:
On 08/13/2019, mentor received additional information about the event. The patient submitted a second medwatch report (mw5088670) about the same event: it was initially reported that the patient had unspecified mentor gel breast prostheses. New information states that the patient had unspecified mentor saline breast prostheses. It was initially reported that the implantation date is (B)(6) 2007. New information states that the implantation date is (B)(6) 2007. The patient developed capsular contracture (baker grade unknown) in both breasts. The patient suffered from additional unexplained system symptoms, including weight gain, back pain, suicidal thoughts, skin problems, depression, and patient reported that body started to reject the implants. On 08/14/2019, mentor received additional information about the event: the patient underwent a primary breast augmentation procedure with the suspect medical devices. The patient¿s dob is (B)(6) 1984. Patient age at the time of event is 33 years old. The patient¿s race is white and her ethnicity is not hispanic/latino. The patient suffered from additional unexplained symptoms, including rashes, thyroid issues, frequent strep throat, and sleep apnea. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch mw5087058) that a female patient underwent breast prostheses implantation with unspecified mentor gel breast prostheses and suffered several unexplained systemic symptoms, including brain fog, low energy, fatigue, pain, vision problems, chest pain, and inability to produce normal amounts of breast milk. In addition, it was reported that the patient¿s baby had seizures which she believes could be from toxins from her breast milk. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left breast prosthesis.